Event description:
A user facility returned the olympus asset, evis exera ii ultrasound gastrovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there is a gap between acoustic lens and ultrasound probe and the acoustic lens is peeled. There was no patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process. During the evaluation it was found that there is a gap between acoustic lens and ultrasound probe and the acoustic lens is peeled, due to wear of lock engagement lever, up/down knob cannot be locked securely, due to damage on ultrasonic cable, the number of missing element exceeds the standard value, the acoustic lens is damaged, the adhesive on bending section cover has a crack, the connecting tube has a scratch, due to wear of angle wire, the play of up/down knob is out of the standard value, and due to wear of angle wire, the play of right/left knob is out of the standard value. It is mostly like that the reported issue was due to wear and tear damage with mishandling and with increasing use/time. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress by dropping and/or knocking the affected part to a hard surface/object and applying a chemical stress during the cleaning/sanitization process. As there was no information received that presented a clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. However, as feedback to the user facility, it is suggested that the user check/review the contents written for the handling of the device within the instructions for use, and to instruct/train the facility. It is always urged to the user facility to follow the contents written in the instruction manual. Olympus will continue to monitor field performance for this device.